Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, with a recorded level of 402 mg/dl. The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided instructions for resetting the pump, assisted the caller in completing the reset, and confirmed that the malfunction code did not recur. Advisement was given to continue using the pump and to report any future malfunctions.